Event description:
The customer called technical support (ts) reporting that the device's settings cannot be changed, the nav-ring / touchscreen is not working. The customer reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states that when making setting changes, the setting will bounce up and down, and unable to use the navigation ring. The field service engineer was dispatched on site and replaced the front bezel with nav-ring to resolve the reported issue. The device passed required performance verification tests per philips standards and was put back into service.